Event description:
It was stated that the display was blank when the customer woke up. The customer also had a high blood glucose reading of 26 mmol/l. Troubleshooting was performed, and the insulin pump alarmed battery out limit, but the battery compartment was very warm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a blank display and battery tube heating up due to a punctured isolation tape on the liquid crystal display board making contact with the battery tube positive side. Unable to confirm the failed battery test alarm due to the blank display.